Event description:
Customer reported experiencing a cgm error 42 and sought assistance. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance for a complete pump reset, after which the error did not reoccur, and the customer successfully started their sensor session.